Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Oekg requested the facility three times to provide the reprocess method, however the facility did not provide it. Oekg checked the subject device and found followings: the distal end insulation test was failed. The light guide lenses and the objective lens were chipped. The distal end cap was worn. The adhesive of the bending section rubber was worn. The control body cover was cracked. The key top of the remote switch 1 was pierced. The angulation did not meet specification. The instrument channel was worn. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to (B)(4). Sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for coagulase-negative staphylococci (2 cfu/endoscope). The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, unspecified microbes were detected from the sample collected from the subject device.the number of microbes was illegible. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.